Event description:
The international customer reported the ventilator would not operate via ac power. The customer reported there was no patient involvement. The manufacturers service technician confirmed the reported problem. The service technician replaced the power supply to address the reported problem.